Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer called her doctor and he told her to take 20 units via syringe 15 minutes ago. The customer was experiencing symptoms of nausea and thirst. The customer stated she went to emergency room visit last night because she is fighting a virus and they gave her big dose of steroids which is making her blood sugar high. Customer stated her blood glucose is coming down and she is fine. The customer stated that her meter is not connecting to the pump. The customer was transferred to (B)(6).